Event description:
It was reported that during preventative maintenance check, it was observed that the motor device was "heating up". The device was used with a console device at the time the alleged malfunction was observed. The event was not related to surgery. There were no injuries medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all operational specifications. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.